Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The anchor broke out after insertion. No patient consequences..

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was received and evaluated. Only the broken anchor was returned for evaluation, confirming the complaint. The inserter shaft was not returned with the device. As reported the anchor broke after inserting the anchor into the prepared bone hole. Visible surgical debris is shown on the broken anchor. Upon closer observation of the anchor, the internal anchor pin is intact, indicating the device did not fully sit in the bone hole. Possible root cause for the user to experience this type of failure could be improper bone hole preparation as the anchor needs to sit deep into bone to be secured or excessive force coupled with off axis insertion. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).

Event description:
The anchor broke out after insertion. No patient consequences. Additional information from the affiliate: it was verified that it was the anchor that broke and not part of the inserter. The fragment was removed. The type of procedure was rc repair. The procedure was completed with another anchor of the same type. The same bone hole was used to complete the procedure. The patient had normal bone quality. The insertion was not off axis.